Manufacturer narrative:
Follow-up #1: date of submission (B)(6) 2018 device evaluation: the device has been returned and evaluated by product analysis on (B)(6) 2018 with the following findings: there was no activity related to the complaint in the black box or pump history. The pump powered on and completed the rewind, load, and prime steps without any issues. The pump was exercised for 24 hours without any loss of prime occurring. The force sensor was found to be within required specifications. Investigation did not duplicate the complaint. Unrelated to the original complaint, the display screen was noted to be dim/discolored.

Manufacturer narrative:
The device has been returned to animas for evaluation. An evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a prime (unable to prime) issue. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the issue may result in long term cessation of insulin delivery if the user is unable to resolve the alarm.